Manufacturer narrative:
Received one (B)(4) in opened original packaging. The lot number was verified. Performed a visual inspection, the spatula electrode was returned disassembled from the device. There is soldering present on the electrode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 28 reports, regarding 29 devices, for this device family and failure mode. During this same time frame 257,650 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Examine this device prior to use for damage. Do not use if damage is found. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed australia reported on behalf of the customer that the (B)(4), spatula electrod w/stealth ER was being used on (B)(6) 23 during an unknown procedure and that the ¿spatula tip end broke off inside patient while operating. Immediately replaced item for surgeons after they retrieved the tip from inside the patient.". There was no impact or injury to the patient. The procedure was completed with an alternate unknown device. There was a 2 minute delay to the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed australia reported on behalf of the customer that the 60-5274-032, spatula electrod w/stealth ER was being used on (B)(6) 2023 during an unknown procedure and that the ¿spatula tip end broke off inside patient while operating. Immediately replaced item for surgeons after they retrieved the tip from inside the patient.". There was no impact or injury to the patient. The procedure was completed with an alternate unknown device. There was a 2 minute delay to the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.